Event description:
A report was received that a physician claimed that the use of the product at the hospital operating room to disinfect the cystoscope caused the cancer condition of the patient to worsen. The initial biopsy was diagnosed as carcinoma in situ (transitional). Bcg administered with symptoms resolving and negative cystology. Four weeks later, condition was reported to have worsened. Patient underwent radical cystectomy and is in stable condition.